Event description:
The customer reported to beckman coulter non-reproducible tsh results of 0 uiu/ml on their access 2 analyzer. Upon repeat, results were within the normal reference range. There was no change to or impact on patient care as a result of these events.

Manufacturer narrative:
The customer requested service for this event. The field service engineer verified instrument performance and completed preventive maintenance for the instrument. There were no significant findings. The cause of this event is unknown and cannot be determined with the information provided. (B)(4).